Manufacturer narrative:
The returned device was evaluated and the case description states that the user was not able to activate a pod with their controller. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit file shows that the user was able to activate a pod on (B)(6) 2024 with no issues. This pod was never deactivated and remained active for the rest of the audit file. This also shows that the pod was having communication errors connecting. Inspection of the log files also show these communication errors. No abnormalities were seen in the log files that would contribute to the pod or controller having communication errors. No app errors or hazard alarms were seen to be generated by the controller or pod. The exact cause of the observed communication errors could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and stomach pain as well as frequent urination, vomiting and feeling lethargic. The patient reports not being able to activate 3 pods as they were unable to clear the communication error on the controller after a reset. Once at the hospital the patient was treated with 10 units of insulin as needed. The patient was discharged from the hospital after 2 days.